Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. E.1. Zip code is not indicated at this time. The manufacturer internal reference number is: 2016-73562

Event description:
A consumer reported following the implant procedure of an intraocular lens (iol) using a preloaded device, a patient is experiencing 'intolerance' to light. She is dazzled with white light and exposure to the sun. The patient has been treated with two medications. Additional information was requested. There are two manufacturing reports associated with this report. This report is for the right eye.

Manufacturer narrative:
Additional information provided in b.3., b.5., b.6., b.7., d.6., and d.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the patient was experiencing severe post-operative photophobia with retained visual acuity. No opacification of posterior capsule was noted and there was no clear damage of anterior segment was noted.

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the patient was experiencing severe post-operative photophobia with retained visual acuity. No opacification of posterior capsule was noted and there was no clear damage of anterior segment was noted.